Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 3149852.

Event description:
It was reported that the patient experienced inadequate stimulation due to multiple contacts on the leads were out. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads were discarded by the medical facility.